Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 569 mg/dl. Reportedly, customer didn't initiate a bolus to cover their carbohydrates consumed. Customer drank water to address bg. Tandem technical support conducted systems check and the pump was functioning as intended.